Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, after advancing a pod8 coil a few centimeters through a lantern delivery microcatheter (lantern), the physician encountered resistance and was unable to advance the coil further. Therefore, the pod8 coil was removed and the procedure was completed using a new pod8 coil and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.